Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
The patient reported that she was taking the prescribed medication mounjaro, which caused stomachache and led to hospitalization. During her hospital stay, she did not use her insulin pump, resulting in elevated blood glucose levels and get treated with intravenous drip on (B)(6) 2026.